Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Non-healthcare professional reported unknown side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Company representative reported on behalf of the healthcare professional right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, white particles in the shell and creases flat. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.